Event description:
The pt reportedly experiences periodic loss of sound followed by loss of lock. Testing confirmed that the device is not functioning properly. Surgery to explant the pt's device will be scheduled.